Event description:
It was reported that during an atrial tachycardia procedure, a patient adverse event occurred. The ablation catheter for post-af atrial tachycardia was a non-bwi catheter (navx-velocity, d-f sf catheter). The ablation was at the endocardial aspect of mitral isthmus (settings were at: temp limit 400 c, power 25-30 w, flow 8 ml/min), prolonged cl but no termination. Thee epicardial ablation via the coronary sinus (settings were at: power max 25 w, flow 25 ml/min within cs) terminated the tachycardia, but was only a temporary isthmus block. Further ablation at the mid mitral isthmus from endocardial aspect lead to isthmus block - however the catheter dislodged off site within a few seconds, therefore the areas was re-visited to apply additional rf application of 30 w. The rf was completed however a profound drop in blood pressure was noted. The users recalled that there had been a soft audible pop just preceding the termination of the final rf. Cardiac tamponade was confirmed. A subxiphoid pericardiocentesis was performed. There was a transient loss of cardiac output at pigtail insertion - CPR of approximately 1 minute was administered; the output regained after 200 ml blood was drained. Total of approximately 1500 ml blood loss within 20 minutes. The anticoagulation was reversed, bleeding eventually stopped after 30 min. The patient was transferred to itu and remained in the hospital for 4 days. The patient had fully recovered, prognosis was good. The patient was said to be well. The customer did not feel that this complication was specific to the device used and no malfunction of ablation equipment or unusual ablation-parameter readings were identified.

Manufacturer narrative:
Since no lot number was provided, no device history record review could be performed.(B)(4).